Event description:
It was reported that during implant attempt, the physician felt there would be positioning difficulties with the straight lead. The lead was not implanted and a new preformed "j" lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the distal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the inner insulation was torn, the outer insulation was breached cut, and the lead was damaged at implant.